Event description:
Additional information was received that suspect serial cable was unable to be tracked down. It is suspected that the serial cable has been discarded by the hospital.

Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
Product information was received.

Manufacturer narrative:
.

Event description:
On (B)(6) 2016, during a generator replacement surgery, there was an intermittent heartbeat verification issue. The field representative kept getting ????s. He was able to interrogate the device and perform system diagnostics, but had difficulty getting the heart rate verification. The generator was in the pocket the entire time. The batteries in the wand were good. The power light stayed on 25 seconds when tested. Impedance was 2097ohms, and all the outputs were programmed to 0.0ma. The field representative connected his programming wand and usb cable to the physician's tablet and had the same problem. The field representative then connected his wand and usb cable back to his own tablet and was able to complete the heartbeat verification without issue. He then connected the physician's wand and usb cable to his own tablet and again was able to get a heart rate verification without issue. The patient was successfully implanted with the device. However the physician suspects that there is an issue with his tablet due to the difficulties experienced and therefore a replacement tablet was provided. Additional information was received that the physician's tablet was used with a different usb serial cable for another surgery on (B)(6) 2016. That appeared to have solved the problem as the physician's tablet, wand and the new adapter were functional with no issues. The suspect usb serial cable has not been received to date.